Manufacturer narrative:
On may 21, 2025, mentor received two devices (lot number 5558922 for both) that did not match the reported suspect medical devices. Follow-ups were performed but no clarifying information has been provided. A supplemental report will be submitted once clarification is made available.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 330cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient was diagnosed, via mammogram, with left breast implant deflation. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2025. However, during the surgery, the implants were identified to be intact bilaterally.